Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused increasing high blood pressure. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 25, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged rising blood pressure, noisy, nasal/throat irritation, and burning/smoke/electrical odor that are related CPAP device's sound abatement foam.the patient did receive medical intervention and reported to have been hospitalized. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that there is an unknown contaminant on the exterior of the top enclosure, bottom enclosure, and the sd card/modem flip doors. An unknown dust contaminant was observed on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed.there was no operational noise detected during the airflow confirmation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and unable to address the patient's symptoms.